Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed potential causes and trouble-shooting measures. Additional information was requested but not received. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue to exhibit increased shock impedance measurements that have now reached 167 ohms. Boston scientific technical services (ts) was consulted and upon review of the stored data found the impedance measurement has been greater than 145 ohms for over one year. Ts discussed troubleshooting options and noted that any further troubleshooting would be up to the physician's discretion. The ICD and rv lead remain in service and no adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received from the field representative that the clinic stated the patient was sent to a different city for a possible lead extraction. No further information was able to be obtained and no notification of a lead revision has been received. All available information indicates the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue to exhibit increased shock impedance measurements that have now reached 167 ohms. Boston scientific technical services (ts) was consulted and upon review of the stored data found the impedance measurement has been greater than 145 ohms for over one year. Ts discussed troubleshooting options and noted that any further troubleshooting would be up to the physician's discretion. The ICD and rv lead remain in service and no adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Further additional information was received from the field representative that the clinic stated the patient was sent to a different city for a possible lead extraction. No further information was able to be obtained and no notification of a lead revision has been received. All available information indicates the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and the right ventricular lead was surgically abandoned due to continued high out of range shock impedance measurements. A new ICD system was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.